Event description:
According to the distributor's report, an emergency room physician was applying the device to a forehead laceration. During application, the patient moved, and the adhesive dripped into the patient's eye. The eye was flushed, and the excess adhesive was removed with mineral oil. There was no bonding to the eye or the eyelids. The physician states that the adhesive was immediately removed without further consequence to the patient.